Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the physician had difficulty positioning the lp in the right ventricle. The lp was moving abnormally. The physician attempted to reposition but was unsuccessful. The lp was removed. It was noted that the helix had stretched and tissue was noted in the tip. A new lp was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported event of positioning failure was not confirmed. The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.